Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis screen was stuck on the carefusion blue page. A technical support specialist dialed into the station to troubleshoot the device. To resolve the issue, cfnadmin user was removed, and full control permissions were granted to the cfnapp user for the carefusion app folder.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a screen was stuck on the carefusion blue page. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.